Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2011; 4968-35 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead. It was noted ventricular fibrillation (vf) was detected, but the shock was aborted. The remote transmission suggests emi/ noise oversensing and the patient may have been in contact with an electrical current. Follow-up yielded no information. No patient complications have been reported as a result of this event.